Event description:
Patient friend reported ''implants (unknown what kind and if allergan) had to have them removed due to interaction with chemo cream -sluorouracil 5% to be used bid -could interact with implants (and crystallize)- someone had to have them removed due to that interaction''. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of allergic reaction/ hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction/hypersensitivity.

Event description:
Patient friend reported right side ''implants had to have them removed due to interaction with chemo cream -sluorouracil 5% to be used bid -could interact with implants (and crystallize)- someone had to have them removed due to that interaction.'' Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3.